Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. Review of supplied medical records did not confirm the reported infection, osteolysis or device loosening. The investigation could not draw any conclusions about the reported event with the provided information. It is unlikely due to the length of time between the initial implant and time of revision that the complaint is product related. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address infection. Osteolysis and poly wear were also found. Loosening of all components at the cement/bone interface was also reported; however, the manufacturer of the cement used at the time of original implantation is unknown.